Event description:
This is a spontaneous consumer report from (B)(6) of cap had fallen off catheter and peritonitis in a female patient (age not reported) coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on an unreported date, the patient experienced a cap had fallen off the catheter. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The consumer stated that the peritonitis was caused by the cap that had fallen off the catheter. The patient was recovering from the peritonitis. The outcome for the event of cap had fallen off the catheter was not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd883082, gd882241) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.